Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported being hospitalized with diabetes ketoacidosis and ketones. The customer also reported high blood glucose levels of 486 mg/dl which was reported to the health care provider. Manual insulin injections were administered on the customer. The customer would like to have the insulin pump replaced based on the recall. No additional information was provided.